Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2022, during an endovascular procedure with a gore® excluder® conformable aaa endoprostheses it was reported that after constraining the device to reposition, the device would not un-constrain. The physician used a balloon to fully expand the device after the second phase of deployment. The case was finished successfully and the patient is doing well.